Event description:
A customer reported via phone call indicating that they experienced high blood glucose ranging from 300 to 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer called requesting assistance to program their new insulin pump. The customer was assisted with programing the settings on their insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.